Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage from forceps elevator. Additionally, -presumable cause: we presume that due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around lg-lens peeled off and moisture entered lg-lens and corroded. However, the subject device was not returned to mbc, and we could not specify the occurrence cause by confirming the event or analyzing the actual device. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the event. IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the event. Investigation event 2: the suggested event 2 can be detected by handling the device in accordance with the following IFU. IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation a whitish foreign material was found inside the air/water tube and air/water cylinder, the grip is shaved, the air/water cylinder, the suction cylinder both has no color, the right/left knob, the connecting tube both has a scratch, the switch box has a dent, due to clogging of air/water tube, foreign objects come out of distal end, due to wear of angle wire, the play of up/down knob is out of the standard value, the image guide protector has a cut, the light guide lens has a crack, the connecting tube has a wrinkle, the adhesive around objective lens has wear, inside of light guide lens has stain, a water tightness of forceps elevator is lost, and there is corrosion around left arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a whitish foreign material was found inside the air/water tube and air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.